Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "full occlusion of right fallopian tube". On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure coil had broken off and migrated into her uterus"), device breakage ("essure coil had broken off and migrated into her uterus"), back pain ("severe back pain") and complication of device removal ("half of the migrated coil remains in her uterus"). The patient was treated, on (B)(6) 2015, with bilateral salpingectomy, and experienced procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, device breakage and back pain had not resolved and the procedural pain had resolved and the complication of device removal outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, device expulsion, device breakage, back pain, procedural pain and complication of device removal to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the migrated essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of right fallopian tube. On (B)(6) 2015: hysterosalpingogram result was one coil broken, migrated into uterus. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal bleeding (seen as genital bleeding). Approximately 3 years after insertion, she underwent a bilateral salpingectomy to remove coils; however, during this procedure, it was found that essure coil had broken off and migrated into her uterus. This half of the expelled coil remains in her uterus. Chronic pelvic pain and changes in bleeding pattern, including heavy an unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. In this present case, the exact time point of essure breakage and expulsion into uterus is unknown. Given the nature of these both events, they were also assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coil had broken off and migrated into her uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "full occlusion of right fallopian tube" on (B)(6) 2013. The patient's past medical history included uterine bleeding. Concurrent conditions included depression since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced urinary tract infection ("urinary tract infection"), acne ("acne"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). In 2015, the patient experienced dyspareunia ("dyspareunia"). On b)(6) 2015, the patient experienced device expulsion ("essure coil had broken off and migrated into her uterus / migration of essure device (location of device: uterus)"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("half of the migrated coil remains in her uterus"), stress ("stress") and visual impairment ("degraded eye sight"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy, half of the migrated essure coil remains in uterus) and surgery (on (B)(6) 2015, bilateral salpingectomy, half of the migrated essure coil remains in uterus). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, stress, depression, acne, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, migraine and headache had not resolved and the procedural pain and urinary tract infection had resolved. The reporter considered acne, back pain, complication of device removal, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the migrated essure coil. On (B)(6) 2018: date of insertion initial follow up and current follow up discrepancy was seen in current follow up date was reported (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: full occlusion of right fallopian tube; on (B)(6) 2015: one coil broken, migrated into uterus concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, heavy bleeding,¿ quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received. Reporter and patient demographics were added. Historical condition were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, urinary tract infection, stress, depression, acne, dysmenorrhea, dyspareunia, vaginal discharge, degraded eye sight, fatigue, migraine and headaches were added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil had broken off and migrated into her uterus'), embedded device ('embedded in my uterus and it'sfragment in my ovary') and pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included antibiotics. Other product or product use issues identified: device ineffective "full occlusion of right fallopian tube" on (B)(6) 2013. The patient's medical history included uterine bleeding. Concurrent conditions included depression since 2015, herniated disc and uti. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as escitalopram oxalate (lexapro) since 2015, fentanyl since 2013 and hydrocortisone (hydrocodon hydrochlorid ksa) since 2013. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. In 2012, the patient experienced urinary tract infection ("urinary tract infection/ uti"). On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In january 2013, the patient experienced acne ("acne"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). In january 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device expulsion ("essure coil had broken off and migrated into her uterus / migration of essure device (location of device: uterus)"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), complication of device removal ("half of the migrated coil remains in her uterus"), stress ("stress") and visual impairment ("degraded eye sight"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy, half of the migrated essure coil remains in uterus). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, stress, depression, acne, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, migraine and headache had not resolved, the embedded device outcome was unknown and the procedural pain and urinary tract infection had resolved. The reporter considered acne, back pain, complication of device removal, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the migrated essure coil. On (B)(6) 2018: date of insertion initial follow up and current follow up discripancy was seen in cuurent follow up date was reported (B)(6) 2012. Doctor removed both fallopian tubes as planned on (B)(6) 2015. One coil was missing and found in the uterus. Doctor did not want to remove the coil from the uterus because of the risk of hemorrhaging. Additionally, doctor did not want to do so before a hysterectomy without patient's knowledge and consent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: full occlusion of right fallopian tube; on (B)(6) 2015: results: one coil broken, migrated into uterus. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, heavy bleeding,¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal bleeding (seen as genital bleeding). Approximately 3 years after insertion, she underwent a bilateral salpingectomy to remove coils; however, during this procedure, it was found that essure coil had broken off and migrated into her uterus. This half of the expelled coil remains in her uterus. Chronic pelvic pain and changes in bleeding pattern, including heavy an unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. In this present case, the exact time point of essure breakage and expulsion into uterus is unknown. Given the nature of these both events, they were also assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil had broken off and migrated into her uterus'), embedded device ('embeddedin my uterus and it's fragment in my ovary') and pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included antibiotics. Other product or product use issues identified: device ineffective "full occlusion of right fallopian tube" on (B)(6) 2013. The patient's medical history included uterine bleeding. Concurrent conditions included depression since 2015, herniated disc and uti. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as escitalopram oxalate (lexapro) since 2015, fentanyl since 2013 and hydrocortisone (hydrocodon hydrochlorid ksa) since 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. In 2012, the patient experienced urinary tract infection ("urinary tract infection/ uti"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced acne ("acne"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device expulsion ("essure coil had broken off and migrated into her uterus / migration of essure device (location of device: uterus)"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), complication of device removal ("half of the migrated coil remains in her uterus"), stress ("stress") and visual impairment ("degraded eye sight"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy, half of the migrated essure coil remains in uterus). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, stress, depression, acne, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, migraine and headache had not resolved, the embedded device outcome was unknown and the procedural pain and urinary tract infection had resolved. The reporter considered acne, back pain, complication of device removal, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the migrated essure coil. On 28-feb-2018: date of insertion initial follow up and current follow up discrepancy was seen in current follow up date was reported (B)(6) 2012. Doctor removed both fallopian tubes as planned on (B)(6) 2015. One coil was missing and found in the uterus. Doctor did not want to remove the coil from the uterus because of the risk of hemorrhaging. Additionally, doctor did not want to do so before a hysterectomy without patient's knowledge and consent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: full occlusion of right fallopian tube; on (B)(6) 2015: results: one coil broken, migrated into uterus. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, heavy bleeding,¿ quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter & patient middle name were added. New event "embedded device" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.